Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that following turning stimulation on, the patient suddenly felt increased stimulation in his brain; the stimulation was reported as feeling like 500 watts. It was also confirmed that the patient's settings had not changed; the left was at 2.8 volts while the right was at 3.3 volts.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Additional information received from the hcp reported that the patient had an MRI as well as follow up evaluations related to them feeling increased stimulation in the brain. It was confirmed that the feeling the patient had was the result of a cerebrovascular accident that had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.